Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aneurysm embolization procedure for an unruptured, saccular aneurysm located at the posterior communicating artery (pcoma), the pipeline embolization device failed to open optimally at the distal section. The access vessel was the internal carotid artery with a diameter of 6 millimeters, and the vessel tortuosity was described as severe. The aneurysm had a maximum diameter of 6 millimeters and a neck diameter of 4 millimeters, with a distal landing zone artery size of 4.2 millimeters and a proximal landing zone artery size of 3.8 millimeters. Vessel tortuosity was severe. During deployment in the m1 segment, the distal section of the device did not open as expected. The device was recaptured once, and deployment was restarted; however, the device subsequently fell to the neck of the aneurysm. Attempts to recapture the device were unsuccessful, and distal resistance was encountered within the catheter. Tension and load relief maneuvers, including push and pull techniques, were performed without success. The device was ultimately removed and replaced with another device of the same size, which was successfully implanted without further issues. The pipeline was resheathed and removed with the microcatheter. The pipeline had notbeen positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed less than or equal to two times. Dual antiplatelet therapy (dapt) was administered, and the angiographic result post-procedure indicated successful aneurysm embolization. The event did not lead to or extend patient hospitalization. There was no medical or surgical intervention required to prevent a permanent impairment of a function. No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information received reported that the cause of the failure to open and resistance were not determined. The cause of the migration was because total recapture was not possible and the stent was released. Only one pipeline device had been in use. The friction was felt at the distal end. During deployment at the distal end the anchoring was poor and the device fell into the aneurysm. The catheter tip was not moved during deployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #707328094:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the phenom 27 catheter was returned for analysis inside an open phenom 27 catheter inner pouch and outer carton, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the phenom 27 catheter tip and marker were examined, and no damages were noted. The catheter body was in good condition. No voids or flashes were noted on the hub, and no other anomalies were found. Testing/analysis: the phenom 27 catheter¿s total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. Conclusion: there was no complaint against the phenom 27 catheter. Additionally, no damage was found with the returned phenom 27 catheter, and no issues were encountered during device analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.